Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "a blood set in which kinking of tubing at the base of the lower chamber of the set was observed" was confirmed during visual inspection of the sample. Visual inspection revealed a kink in the tube right beneath the chamber. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Account manager of the facility reported to baxter (B)(4) of a blood set in which kinking of tubing at the base of the lower chamber of the set was observed. The reported condition occurred during blood transfusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.